Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device appeared to have been mishandled or dropped by the customer. The assignable root cause was determined to be due to user error, misuse, and/or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that one of the triggers came off of the small battery device. It was further reported that there was power to the device. According to the reporter, the device was tested with other battery devices. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.